Event description:
It was reported that the patient's tonic clonic seizures have been much increased since vns implant and that the patient's anti-epileptic medications may have to be increased. It was reported that the patient is otherwise tolerating vns well. Device diagnostics were within normal limits. Attempts to obtain additional relevant information have been unsuccessful to date.